Event description:
It was reported that: "screw would not seat in plate even after tapping by hand-drilled with flat tip drill bit and then inserted by hand-it was difficult, so she decided to tap by hand then proceeded to put in screw again by hand and it still would not go all the way down- she took out and had to go with a 4.0 x 28mm fully cancellous screw."

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.